Event description:
The customer reported that while the unit was in use on pt, they heard air leaking from the unit and the unit's augmentation was low. The pt was switched to another unit and therapy was continued. No pt injury was reported.